Event description:
It was reported while the pt was being transported to another hospital via ambulance, the pump experienced battery failure and the pump would not operate. The pt was taken back to the original hospital, where the pump was exchanged. There were no associated pt complications.